Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016: patient underwent a left knee replacement due to osteoarthritis. Attune primary implants were implanted with depuy cement. No intra-operative complications noted. Patient presented with pain, swelling, and instability. Radiographs revealed failure of the tibial component with significant loosening, loss of alignment, and bone loss. Revision surgery was recommended, but the patient required significant optimization to minimize her risk profile. She also experienced a gi bleed which required blood transfusion and further treatment. She ultimately fractured her medial tibial condyle warranting an urgent revision surgery. It should be noted the patient was diagnosed with a uti prior to the operation and was provided treatment to minimize her infection risk. On (B)(6) 2019: patient underwent a left knee revision. Findings during the surgery were well fixed femoral component, grossly loose tibial component-cement to implant interface, tibial defect with a medial and lateral condyle fracture-plate and screws placed, and well-fixed patella component (retained). Doi: (B)(6) 2016; dor: (B)(6) 2019; (left knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes heen able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot null device history batch null device history review null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.